Event description:
The proximal end of the coil was bent before it was removed from the package. The physician was the one removing the coil from the package and said it was bent. He did not attempt to use it on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.